Manufacturer narrative:
The device has not been returned for an evaluation. The cause of the reported malfunction is undetermined. Product unavailable for analysis.

Event description:
It was reported to boston scientific that fluid loss alarms occurred immediately at the start of the ablation. During the cool down fluid was noticed on the floor and the disposal bag appeared to have separated at the seam causing the fluid to leak out. The procedure was aborted. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."